Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving erratic readings on his precision xtra blood glucose monitor. Customer reported receiving readings of 253 mg/dl, 117 mg/dl, 119 mg/dl, 67 mg/dl, 89 mg/dl and 94 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.